Manufacturer narrative:
The actual device was not returned to the manufacturer for evaluation. Us local authorised service ((B)(4) inc. Personnel) checked the actual suspected device unit at customer site on behalf of manufacturer on august 26th 2015. Cynosure service technician evaluated the device for calibration and alignment of laser beam. The deka smartxide2 unit was determined to be operating properly within its specifications. No failure detected (service report n° (B)(4)). Treatment parameters used by physician were within clinical guidelines. The patient was treated with hiscan dot handpiece for gynaecological treatments which requires the introduction of the probe inside the vaginal canal. This kind of procedure is not suitable for patient having history of rare congenital mullerian agensis (mayer-rokitansky-kuster-hauser syndrome). The laser treatment performed by the physician was incompatible with pre-existing patient conditions. Incompatibility between the laser treatment procedure performed by physician and congenital mayer-rokitansky-kuster-hauser syndrome, suffered by the patient, has been confirmed by person qualified to make a medical judgment. The investigation carried out did not conclude that a design deficiency or device malfunctioning was responsible for causing the event. Rather, it could be assumed that there was a human factors issue, where a failure to appropriately use the device according to pre-existing patient conditions, contributed to event. The physician did not observe the instructions for use provided by the manufacturer together with the laser device. In particular, the operator's manual (code om103p1_g.v04) specifically requires (paragraph 10.1.4 - "pretreatment recommendation") that at the time of the initial visit, the physician will determine the suitability of laser treatment and inform the patient about the treatment. The operator manual also requires the physician (paragraph 11.1 "pre-treatment care - patient examination") to proceed with a visit and anamnesis with evaluation of the patient's medical history. Clinical reference guide (code 921-7030-000), provided by cynosure together with the device, confirms that a screening evaluation is requested to be performed by the physician in order to determine the procedure suitability before treatment. Such evaluation includes medical history and patient questionnaire, physical examination, and an invasive or non-invasive diagnostic examination such as external and internal vaginal examination. A qualified practitioner is solely responsible for evaluating each subject's suitability to undergo laser treatment and for informing those being treated about any risks involved with the treatment, pre and post operative care, and any other relevant information. Redness,irritation, inflammation and discomfort/pain are expected side effects from laser treatments to the anatomic district of the laser procedure as reported by operator manual (paragraph 10.1.2 - "side effects"). However in this event, the treatment area was closing, so the patient sought medical intervention in the form of vaginal dilatation procedure. Patient also received estrogen cream/diflucan for preventive post care treatment, generally recommended. Device working within specs. No remedial actions required. El.en. Electronic engineering (B)(4)., manufacturer of the device, never recorded similar adverse event before,compared with more than a (B)(4). This initial report is to be considered as final report, unless FDA has further questions.

Event description:
The us importer reported us about an adverse event involving the deka smartxide2 medical laser device, manufactured by el.en. Electronic engineering (B)(4). A patient (female, (B)(6)) received medical intervention (female vaginal dilatation procedure) following a co2 laser treatment by a physician for gynaecological purpose. Patient was feeling pain and developed redness so she sought medical assistance. It was given dilators, estrogen cream / diflucan for post care treatment. Patient has also a history of rare congenital mullerian agensis (mayer-rokitansky-kuster-hauser syndrome). Event occurred at (B)(6) clinic - (B)(6) us. The actual date of event is (B)(6) 2015. The us importer, (B)(4) us, submitted an MDR initial report to FDA for this event (# (B)(4)) on november 24th, 2015. (B)(4) inc. Also represents us distributor and service center for el.en. Electronic engineering (B)(4) medical devices. We, the manufacturer of device, became aware of the event on november 25th 2015 by email from the us importer and, according to 21 cfr part 803.50(2), submitted to FDA an own MDR report in order to conduct an investigation of the event and to obtain missing or incomplete information provided by the importer. This event is reportable because the patient received medical intervention.